Event description:
Outpatient wound care clinic had two different patients who experienced yeast infections at the site of the two individual dressings. Clinician believes the dressing did not adequately absorb the moisture from the patient's wounds which led to both patients acquiring yeast infections.